Event description:
A malfunction was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer reset the pump independently after documenting the malfunction code and continued to use the pump.